Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, an occlusion alarm occurred. There was no impact customer¿s blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue was verified. No failure related to the reported occlusion alarm was identified.